Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they were getting a power on reset (por) error code and that their therapy has stopped. The patient stated that the stimulator is charged but when she tried to turn it on she saw the por code and it would not come on. The patient mentioned that their patient programmer isn't working and that they are in pain. It was noted that it has been awhile since they have been able to turn on their stimulator. The patient was redirected to their health care providers as they declined to troubleshoot. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they were getting a por error code and that their therapy has stopped. The patient stated that the stimulator is charged but when she tried to turn it on she saw the por code and it would not come on. The patient mentioned that their patient programmer isn't working and that they are in pain. It was noted that it has been awhile since they have been able to turn on their stimulator. The patient was redirected to their health care providers as they declined to troubleshoot. No further patient complications have been reported as a result of this event.